Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room experiencing lightheadedness and bradycardia. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture thresholds, intermittent failure to capture, and failure to convert previous ventricular tachycardia episodes via anti tachycardia pacing due to increased capture thresholds. The physician noted that the increase in thresholds can be attributed to medication changes with the patient. Patient x-ray appeared normal. The rv lead was capped and replaced on (B)(6) 2021. The patient has on consequences before the event, experienced bradycardia during the procedure, but was in stable condition post-procedure.